Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The nonconforming xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on june 23, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the light bulb for the console needed replaced. Additional information has been requested.